Manufacturer narrative:
Serial number field was updated. A specific root cause was not identified. The customer did not use rack adapaters. This may be a potential root cause. Additional possible root causes for this event may be sample quality and insufficient maintenance.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer had a previous, similar issue where they thought the issue was resolved by the field service engineer (fse) adjusting the sample probe. Since the service action, the customer complained of an additional erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The initial hcg + b result using a 1:20 dilution was < 2 miu/ml. The sample was repeated using a 1:20 dilution and the result was 110,000 miu/ml. The customer is wondering why no instrument alarms were produced. The customer is also questioning why product labeling advises a 1:100 dilution instead of a 1:20 dilution that appeared to solve the issue. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 21015101 with an expiration date of 31-may-2018. The investigation stated it is not recommended to run samples initially with any dilution ratio. It is recommended to run initial patient samples undiluted and then to configure automatic instrument dilutions for the hcg + b test. The recommendation for a 1:100 dilution is for samples where the undiluted result is greater than the assay measuring range (in this case > 10,000 miu/ml). Instrument alarms are a feature to help customers check sample quality. There are multiple factors affecting whether an instrument alarm is produced and will not always occur when the customer questions a result. The investigation stated the cause of discrepant results is independent of any alarms for a specific sample pipetting.